Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2023-06-13. H6: investigation summary: the customer reported the connector leaks after injecting, and returned one photo and (B)(4) unused samples of the incident. The photo verifies the complaint of leakage from blue piston after injection. The root cause for the leak was found to be traced to opening/closing the maxzero fluid path through the blue piston. The small amount of liquid remaining on the maxzero was verified, but this is not typically counted as a leak. Device history record review for model mz1000-07 lot number 22025155 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero¿ needleless connector had a connection problem to the syringe and leaked radioactive medication during use. The following information was provided by the initial reporter: "this new connector consistently leaks after the team members inject radioactive pharmaceuticals. This causes a radiation safety problem as the radioactive contamination is spread to the patient as well as the equipment. It is then necessary for the team members to spend considerable time cleaning up the contamination. So we ask that a new connector be found which will not produce radioactive contamination after the injection when the syringe is removed. 4. Was there any patient or rn harm in the leakage of radioactive substance? A: no. 5. Was any medical intervention necessary? If so, what took place? A: no. Upon flushing the IV from the connector, there is residual fluid and/or droplets that are produced from the tip of the connector. If this is not properly handles, this droplet will transfer over to the patient, patient clothing, linens, or imaging equipment."

Event description:
It was reported that the bd maxzero¿ needleless connector had a connection problem to the syringe and leaked radioactive medication during use. The following information was provided by the initial reporter: "this new connector consistently leaks after the team members inject radioactive pharmaceuticals. This causes a radiation safety problem as the radioactive contamination is spread to the patient as well as the equipment. It is then necessary for the team members to spend considerable time cleaning up the contamination... So we ask that a new connector be found which will not produce radioactive contamination after the injection when the syringe is removed... Was there any patient or rn harm in the leakage of radioactive substance? No. Was any medical intervention necessary? If so, what took place? : no... Upon flushing the IV from the connector, there is residual fluid and/or droplets that are produced from the tip of the connector. If this is not properly handles, this droplet will transfer over to the patient, patient clothing, linens, or imaging equipment."

Manufacturer narrative:
Investigation summary the customer reported the connector leaks after injecting, and returned one photo of the incident. The photo verifies the complaint of leakage from blue piston after injection. The root cause for the leak cannot be determined without a physical sample for investigation. Device history record review for model mz1000-07 lot number 22025155 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector had a connection problem to the syringe and leaked radioactive medication during use. The following information was provided by the initial reporter: "this new connector consistently leaks after the team members inject radioactive pharmaceuticals. This causes a radiation safety problem as the radioactive contamination is spread to the patient as well as the equipment. It is then necessary for the team members to spend considerable time cleaning up the contamination. So we ask that a new connector be found which will not produce radioactive contamination after the injection when the syringe is removed... Was there any patient or rn harm in the leakage of radioactive substance? No. Was any medical intervention necessary? If so, what took place? No. Upon flushing the IV from the connector, there is residual fluid and/or droplets that are produced from the tip of the connector. If this is not properly handles, this droplet will transfer over to the patient, patient clothing, linens, or imaging equipment."